Manufacturer narrative:
Correction: h6 eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited elevated and high thresholds, no capture, poor sensing and pacing, and an x-ray confirmed that the lead was quite retracted. It was also reported that the left ventricular (lv) lead exhibited high thresholds. Additionally, it was noted that the cardiac resynchronization therapy defibrillator (crt-d) was implanted on the right side and the right side was enlarged due to a subclavian vein occlusion. The ra lead and lv lead were reprogrammed. The cardiac resynchronization therapy defibrillator (crt-d) system was subsequently explanted approximately three weeks later and a new system was placed on the left side. During the explant, it was noted that the lv lead caught in the atrium and ruptured, leaving the lv lead in the atrium, thus, the lv lead was only partially explanted. No further patient complications have been reported as a result of this event.